Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
(B)(6) hosp notified the distributor which was further reported to baxter on 26 jan 2026 and reported that for 1 unit of totalcare (product code: p1900q007272; lot/ serial number: (B)(6)) the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.